Event description:
It was reported that the pacemaker depleted unexpectedly quick. The battery status of pacemaker went from good to depleted within the follow-up period. It was also reported that the patient had exercise dyspnea and went to the emergency room. In the hospital, he complainted about heart rhythm, was sweating, and uncomfortable. The device was interrogated, and it was noted the battery was depleted. The patient was admitted and the device replaced the next day. No further patient complications have been reported as a result of this event, and the patient status was reported to be good following the replacement procedure.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri (elective replacement indicators). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.